Manufacturer narrative:
The biomed replaced the composer circuit board to repair the bed.

Event description:
Info received indicates the bed is sending a constant nurse call due to fluid on the composer circuit board.